Manufacturer narrative:
The technician found the hydraulic cylinder was not moving when the head up function was pressed. The technician replaced the head cylinder to repair the bed.

Event description:
Information received indicates, the head section will not go up or down.